Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device analyzed artifact as a shockable rhythm. There was no report of negative pt impact.